Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Confirmed complaint of heating up. Found cap getting warm. Small contact on cap but not causing it to heat up. Cap bearing failure appears to be causing it to heat up.

Event description:
It was reported that a midwest stylus lite handpiece overheated during use; no injury resulted.